Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a vacuum and autofill failure. It was further reported that patient therapy continued with a different device. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a vacuum and autofill failure. It was further reported that patient therapy continued with a different device. No patient harm, serious injury or adverse event was reported.